Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup and technical support arranged replacement pump shipment.